Event description:
The dr attempted to remove catheter and needle at completion of procedure. During removal the catheter caught and would not come free. The dr removed needle and attempted to remove catheter after repositioning patient. The catheter broke when additional tension was applied. Approximately 7 cm were left in patient. Neurosurgeon removed remaining section. Patient indicates tingling sensation occasional in right leg.